Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a crack in the y-injection site was confirmed, but the exact cause could not be determined from the photograph that was provided for investigation. The photo showed a y-injection site without a cap. A crack that was parallel to the axis of the injection port appeared to traverse through the threads and appeared to terminate near the branch in the y-injection site. As the photo demonstrated the reported damage, the complaint was confirmed; however, the root cause could not be discerned from the provided image. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a leak in short y site. (Gripper). Additional info: they attach the infusion to the long arm of the y. Crack is in the chamber of the short arm. On inpatient infusions, they don¿t disconnect the cap that is in place on that short arm. When patients go home on an infusion, the white cap is replaced with a needlefree connector. By the time the patients are going home they would have had high volume infusions with no sign of leakage. When they go home they are on a very slow infusion so it takes a while before leakage is noticed. Seems the crack is forming on connection of the connector?